Event description:
Same case as 6000093-2007-00318, 00320, 00319 and 6000089-2007-00205. It was reported by the pt, that post a coronary drug eluting stenting treatment procedure, the pt had a "heart attack" and his "stents failed." The pt states, he had a heart attack sometime in 2004 and had one taxus express2 drug eluting stent placed, size unk. Then, in 2005, he had another heart attack and had two more taxus expres2 stents placed, sizes unk. The pt, then had another taxus express2 placed in 2006, because the "stents failed." He then had two more taxus express2 stents placed two months later, sizes unk. The pt states, that "he doesn't remember a lot of the details about all of the procedures, because the details are fuzzy." He also states, that "I fell better than I have in a long time, but I still get heavy chest pain or anxiety and blood clots in my arms and legs." Add'l info regarding this event has been requested.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch, namely top assembly batch # 8658134 found that the device met its material, assembly and product specs, at the time of release to distribution. The root cause of the complaint incident could not be determined.